Manufacturer narrative:
A review of the d6860 batch record and it's associated intermediate manufacturing processes (pn 6445-30 ln d4559, pn 6199-03 ln d5851) confirmed there were no discrepancies associated with the product that could have impacted product performance. Additionally, for this product, there is no information in the IFU for use on patients undergoing radiation therapy. Upon review of the risk assessment and current controls in place, it was determined that the controls referenced in the risk analysis remain acceptable and applicable at this time. With a dhf review and risk assessment review being completed, all controls were correctly implemented and there were no discrepancies during manufacturing and no assignable root cause can be determined at this time.

Event description:
It was reported that some postoperative complications with the xcm biologic tissue matrix were recorded after implantation of the xcm sheet together with the matrixrib plating system after chondrosarcoma tumor removal in (B)(6) 2017. Patient received radiation therapy to the surgical site for six weeks during (B)(6), during which the patient had a large amount of discharge. Patient had procedures for drainage of a recurrent pleural effusion in both (B)(6) and (B)(6) 2017. The wound was reopened in (B)(6) 2017 and it was observed that the xcm appeared to be dissolving. The xcm was removed and subsequently no further drainage was observed.